Event description:
It was reported that the customer had a high blood glucose level over 600 mg/dl. Customer mentioned that she has not been on the insulin pump due to arthritis. Customer does not have a back-up plan and customer does not like to stick herself with needles. Customer declined having emergency medical services called. Customer was able to insert an infusion set and treated with 44u of insulin according to the bolus wizard. Customer's last test meter read 591 mg/dl. Customer stated that she will be fine and see her doctor tomorrow. Customer required no further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.